Manufacturer narrative:
Correction: d1,d2,d4.

Manufacturer narrative:
Results of investigation: the study of goksel dikmen et. Al. [1] reports surgeries on 32 hips. An polarcup dual mobility system, used in treatment, was implanted. It is reported, that in one case the patient suffered from an infection which was detected one year after the implantation of a polarcup shell. The part and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues.

Event description:
"Dual-mobility cups in revision acetabular reconstructions: short-term outcomes in high-risk patients for instability". Author: goksel dikmen et al. The purpose of this study was to evaluate the performance of dual-mobility (dm) cup systems for revision total hip arthroplasty (rtha) in patients who had high risk for instability. 30 patients underwent 34 hips rtha with dm cups. It was documented on the paper that 1 patient underwent re-revisions due to subacute infection was detected one year after revision. The infection was treated with irrigation and administration of six weeks of IV antibiotics.